Manufacturer narrative:
Patient ID/initials and weight are unknown. Exact age unknown; reportedly the patient was around (B)(6). (B)(4). Phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: april 08, 2016. Expiry date: april 01, 2026. Article was sterilized by supplier (B)(4). Neither deviation nor any non-conformance reports were marked in the device history record (DHR). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in surgery for radioulnar bone diaphysis fracture on (B)(6) 2016. The surgeon used a tub plate locked by a locking compression plate (lcp); he used one third circle of ulna because he concerned about skin trouble, and also he used five holes because of skin incision. Four or five weeks after the surgery, the tub plate was broken. The plate was explanted on (B)(6) 2016. There is no information available about patient outcome. Concomitant devices reported: cortex screws (part 404.018, lots 9232307, 8841637, 9701296, 9778560, quantity 4); cortex screw (part 404.020, lot 9796225, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: the product was returned in a packaging different from the original packaging. The laser marking was readable. The plate shows scratches. Also the threaded holes show partly strong abrasion. The plate is broken at the location of drill hole 3. Date sample received at investigation site dec 12, 2016 a DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Investigation summary: 1 pc 441.350s / lot 9895499 / 1/3-tub-plate 3.5 5ho l64 ti: the 1/3-tub-plate 3.5 5ho l64 ti plate is broken in half at the third screw hole. There are scratches and abraded color visible in some areas. The dimensions of the 1/3-tub-plate 3.5 5ho l64 ti were as far as possible checked and found to be in compliance with the technical drawings. The device history record review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and the raw material certificates confirm that all used raw material fulfilled the specifications. The 1/3 tubular plates design and clinical risk management (dcrm) document were reviewed and found to adequately address the harm of this complaint condition. No manufacturing related issues that would have contributed to this complaint were found. We are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. All received diameter 3.5mm cortex screws including 4 pcs 404.018 and 1 pc 404.020 are intact and undamaged. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.